Event description:
It was reported that occlusion alarm occurs frequently. Issue occurred during patient infusion. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed, and no physical damage was found on the device. The service history review had no indication that the complaint was related to a service of the device within the review period. Error log review confirmed that there was record of the high-pressure alarm occurred during pump operation. Functional testing was performed, and issue could not be confirmed. The occlusion detection level of the dso sensor was within the standard. It was determined that the most probable cause is the dso sensor. Performed all function tests and all passed.